Event description:
The pt was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pt's father reported that she was not testing her blood sugar and correcting for elevations during the school day. The pt has continued to use the pump with no reported subsequent events.